Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardial drain. Post-procedure, a tamponade was discovered. A pericardial drain was inserted and yielded an unknown amount of fluid. The patient required extended hospitalization as a result of this adverse event. The patient has fully recovered. Factors cited that may have contributed to the adverse include the fact that the patient had a small effusion that was observed pre-procedure via transesophageal echocardiogram, ischemic disease, and a scar in the anterior territory. It was noted that the physician felt the effusion had enlarged during the case. A transseptal puncture was performed with an unknown needle. There is no information regarding the sheath. The generator was set on power control mode at 30 watts. There is no information regarding ablation time at the site of injury. There is no information regarding irrigated catheter flow setting. There were no errors reported on any bwi equipment during the procedure. Patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range.